Manufacturer narrative:
The serial number of cobas b is (B)(6). The serial number of cobas a was not provided. The gluc3 reagent lot number is 77901301 with an expiration date of 30-apr-2025. The ldh reagent lot number and expiration date were not provided. The investigation reviewed cobas b's calibration and qc data; the results were within specifications. The investigation reviewed cobas b's alarm trace from (B)(6) 2024 and multiple sample and aspiration alarms were noted. The investigation reviewed cobas b's precision check and the results were within specifications. Based on the provided calibration and qc data from cobas b, a general reagent problem can be excluded because calibration and qc results are acceptable. The multiple sample and aspiration alarms are consistent with a general pre-analytical issue. The investigation is ongoing.

Event description:
1the initial reporter received questionable gluc3 glucose hk gen.3 and lactate dehydrogenase (ldh) results from several patient samples tested on two cobas c 503 analytical units (cobas a and cobas b) the initial results were out of range prompting the patient sample reruns. The reporter was able to provide three patient samples with discrepant results: on (B)(6) 2024: sample number (B)(6) gluc3 results from cobas a were: the initial result was 8.4 mmol/l with a data flag. The first repeat result was 5.6 mmol/l with a data flag the second repeat result was 5.6 mmol/l with a data flag. The third repeat result was 5.5 mmol/l with a data flag. On (B)(6) 2024: sample (B)(6) ldh results from cobas a were: the initial ldh result was 278. The first repeat result was 195. The second repeat result was 199. The unit of measurement was not provided. On 20-aug-2024: sample number (B)(6) gluc3 results from cobas b were: the initial result was 9.4 mmol/l. The first repeat result was 6.0 mmol/l. The second repeat result was 6.0 mmol/l.

Manufacturer narrative:
The calibration results were within the specified ranges. The qc results were within the specified ranges. The analyzer's sample foam detection (sfd) images showed white particles and bubbles floating in the upper layer of multiple patient samples. The patient samples in lithium-heparin tubes with gel separator were centrifuged for 15 minutes at 2200g, which was too long according to the sample tube manufacturer's guidelines. The customer also does not aliquot the patient samples. The customer aliquoted the patient samples which resolved the issue.. The investigation determined that the formation of white particulate matter in lithium-heparin tubes with gel separator had caused the event.. The investigation determined that the customer's actions (aliquoting patient samples) resolved the issue. The investigation did not identify a product problem.